Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported the inlet fill valve was found to have burn marks. The issue was reported as gross burning smell in room. Per biomed tech the inlet fill valve was replaced and the machine has been returned to service without a recurrence of the reported issue. No patient involvement was noted.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility biomedical engineer (biomed tech) reported the inlet fill valve was found to have burn marks. The issue was reported as gross burning smell in room. Per biomed tech the inlet fill valve was replaced and the machine has been returned to service without a recurrence of the reported issue. No patient involvement was noted.